Event description:
It was reported that the battery pack began to smoke after the case, as the surgical set up was being broken down and the account was in the process of getting the patient off to recovery. There was no patient involvement and no reports of adverse consequences associated with this event.

Manufacturer narrative:
The device was not returned to the manufacturer for investigation. If additional information is received, a follow up report will be filed.